Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both bipolar pins at the proximal end were bent to one side. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: one grip was bent, causing side-to-side misalignment of the grips. There was a .110 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however the likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had a scratch with light material removal. The scratch measured approximately .067 - .154 in length and was not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument prongs that come out of the blue end, that go into the robot, were bent prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.